Event description:
The programmer was returned for a general check and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the connector on the link electronic module board was loose and the solder joints were cracked, and that the programmer was unable to interrogate interrogate devices non-wirelessly unless the radiofrequency head connection was pushed on. The board was therefore replaced and calibrated. Analysis also noted that the system fan was noisy and it was also replaced. (B)(4).